Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 7fr sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle suture was successfully pre-placed; however when placing the second prostyle a cuff miss [suture retrieval issue] occurred. Upon removal of the second prostyle device resistance was noted and the foot had not fully retracted. A third prostyle device successfully pre-placed; however, when removing the device, resistance with the lever was noted and the foot had not fully retracted. The sheath was upsized to a 14fr and the hemostasis was achieved with the pre-placed prostyle sutures and the evar procedure was completed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported failure to cycle and difficult to open or close. The reported the difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported failure to cycle, difficult to open or close, difficulty removing, and subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. The posterior needle tip became caught in the foot during the cuff miss. The needle tip or interactions with patient anatomy then contributed to the foot being unable to fully retract. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from no to yes.